Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complications to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that the stent was successfully implanted across the neck of the previously treated left anterior communicator artery aneurysm. After the procedure, the same day, the patient developed a deficit of his right arm. No specific action was taken. The event was resolved. The relationship with the device is unknown.

Event description:
It was reported that the stent was successfully implanted across the neck of the previously treated left anterior communicator artery aneurysm. After the procedure, the same day, the patient developed a deficit of his right arm. No specific action was taken. The event was resolved. The relationship with the device is unknown.

Manufacturer narrative:
The device remained implanted.